Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter "did not work" during the lab draws due to insufficient blood flow. The "vacutainer" was reported to have been correctly secured to the injection cap, but the tube "did not draw" when inserted. The customer stated that "shaking the tube a bit" was helpful in producing a draw "in some cases", but others "had to syringe draw or change the vacutainer" in order to produce sufficient blood flow for filling the device. This report was created to the capture 1 of 5 patients implemented in the event. As reported by the customer, "blue topped vacutainers that did not work tonight during lab draws. Maybe its a bad batch? All the lines worked immediately with the syringe method. It seems to have only." "The vacutainer connected correctly to the injection cap, but when the collection tube was inserted it did not draw. In some cases ¿shaking¿ the tube a bit helped. In others, they had to syringe draw or change the vacutainer."

Manufacturer narrative:
After further review of additional information provided, MFR # 2618282-2019-00137 has been deemed not reportable per the new rationale. Llad- tube not filled is not a reportable event.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter "did not work" during the lab draws due to insufficient blood flow. The "vacutainer" was reported to have been correctly secured to the injection cap, but the tube "did not draw" when inserted. The customer stated that "shaking the tube a bit" was helpful in producing a draw "in some cases", but others "had to syringe draw or change the vacutainer" in order to produce sufficient blood flow for filling the device. This report was created to the capture 1 of 5 patients implemented in the event. As reported by the customer, "blue topped vacutainers that did not work tonight during lab draws. Maybe its a bad batch? All the lines worked immediately with the syringe method. It seems to have only." "The vacutainer connected correctly to the injection cap, but when the collection tube was inserted it did not draw. In some cases ¿shaking¿ the tube a bit helped. In others, they had to syringe draw or change the vacutainer."